Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead was stretched, including all conductors. Blood/body fluid was found on the proximal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism. The inner insulation was kinked buckled and torn, and the outer insulation was breached cut. The lead appeared to have been damaged at implant. The analyst noted that the lead has been stretched, causing the inner tubing to buckle and tear, which prevents proper torque transfer when turning the is-1 pin. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on all conductors (not obstructed), and blood was found in/on the helix/lobe mechanism. The inner insulation was kinked buckled, and ther outer insulation was breached cut. The lead appeared to be stretched and damaged at implant.

Event description:
It was reported that during the implant procedure, it was not possible to extend the helix when implanting the ventricular lead. The lead was not used and another lead was implanted. Additionally, while attempting to implant the atrial lead, the patient's anatomy was difficult, and the lead's outer silicone was found to be breached. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.